Event description:
General report received of an unspecified number of undocumented incidents of disconnections. On unspecified dated, unspecified primary tubing sets were being used to deliver unspecified medications, at unspecified rates, via pumps. At unspecified lengths of time, the secure lock male adapters of the secondary tubing sets were connected to female adapters at unspecified locations on the primary tubing sets for piggyback deliveries of unspecified volumes of unspecified blood products. The customer contact reported that after the secondary deliveries were started, the secure locks disconnected from the female adapters of the primary tubing sets. It was reported that unspecified volumes of blood products leaked. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided, including if the tubing sets were replaced and the therapies resumed.

Manufacturer narrative:
The customer contact reported the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.